Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2019 the patient experienced severe abdominal pain and free air in the abdomen resulting in duodopa treatment being interrupted on (B)(6) 2019. On (B)(6) 2019, the severe abdominal pain and free air in the abdomen was resolved. On (B)(6) 2019, it was reported the patient had experienced difficulty breathing and oxygen was provided. The physician decided to stop duodopa treatment and the peg tube was removed.